Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress was applied to angulation mechanism in control section, and then cp-plate was broken. However, a definitive root cause cannot be determined. The event can be detected by handling the device in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: gif/cf/pcf-290 series operation manual. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus medical field service representative visited the customer to perform device testing. During examination, the control section was found damaged at switch button 1. Internal examination showed the control section was damaged at the control plate. In addition to the angulation wire locking problem, the wire was broken. This caused the up direction of the up/down knob to be non-functional. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
An olympus medical field service representative reported on behalf of the customer, that the evis lucera elite colonovideoscope's angulation wire had an insufficient bending angle. Which did not allow the lock to disengage. The cp-plate was torn and an abnormal appearance of the control section switch area. The device was evaluated by olympus, and it was found, that due to wear of the angle wire; the bending section could not be controlled. This report is submitted, due to the device evaluation finding. No adverse effects to patient reported.